Event description:
As reported, leakage from a-rubber was observed. The issue found during an unknown event. There is no patient involvement associated on this event. Device evaluation found the connecting tube has coating peeling. This report is being submitted for connecting tube coating has peeling.

Manufacturer narrative:
Device inspection found the a-rubber (insertion section) has a scratch. Due to a scratch and crack on adhesive on a-rubber, water tightness is lost. The reported customer issue was confirmed. Furthermore, it was observed the connecting tube has coating peeling and dent was noted. In addition, the following findings on the device during device inspection were noted below: lg (light guide) lens has a scratch. Distal end is deformed. Bending tube has a dent, forceps channel, s-cylinder port dirty. Control unit has a scratch and dirty. S-cover has a scratch, lg-cover glass is dirty, (switch) sw1 is dirty. Due to wear of angle wire, bending angle in up and down directions does not meet the standard value. Due to a scratch on a-rubber, insulation resistance value at distal end does not meet the standard value. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 05-jan-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the causes for the reportable malfunctions are as follows: 1. Coating on the insertion section was peeled off due to physical stress (the insertion section rubbed against the mouthpiece or the subject device was used while the insertion tube was not smoothly passing through the endotracheal tube) or chemical stress (a non-water-soluble spray-type pharyngeal anesthetic was directly sprayed to the insertion section or the device was reprocessed using detergent solution which was not recommended by olympus). 2. The biopsy port was dirty due to inappropriate reprocessing or storage. The user can detect the suggested events properly by handling the device in accordance with the following IFU. ·inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. ·inspection of the endoscope : inspect the control section, video connector, and light guide connector for excessive scratching, deformation, loose parts, or other irregularities. The user can decrease and prevent occurrence of the suggested events by handling the device in accordance with the following IFU. ·important information ¿ please read before use - do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. ·operation : insertion of the endoscope : if necessary, apply a medical-grade, water-soluble lubricant to the insertion tube ·compatible reprocessing methods and chemical agents : detergent solution : use a medical-grade, low-foaming, neutral ph detergent or enzymatic detergent and follow the manufacturer¿s dilution and temperature recommendations. Contact olympus for the names of specific brands that have been tested for compatibility with the endoscope. Do not reuse detergent solutions. ·reprocessing the endoscope (and related reprocessing accessories) - brush the instrument channel port ·reprocessing the endoscope (and related reprocessing accessories) - thoroughly dry the inside of the suction cylinder and instrument channel port of the endoscope, using sterile cotton swabs. Olympus will continue to monitor field performance for this device.